Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference: 3008452825-2023-00086. During the premature ventricular contraction procedure, communication issues with both the hd grid catheter and the inquiry steerable diagnostic catheter resulted in procedural delays. The devices were exchanged and the procedure was completed with no adverse consequences to the patient. During the procedure, when putting the hd grid catheter in the right ventricular outflow tract, it was noted that the catheter was not recognized on ensite x with voxel mode. No location was displayed and mapping was not possible. The amplifier was restarted and the cable was replaced with no resolution. The catheter was replaced and the procedure resumed in navx mode with no adverse consequences to the patient. During this procedure, it was also noted when the inquiry steerable diagnostic catheter was brought near the his, the his bundle potential was not recorded. The catheter was removed, the tip of the catheter was shaped and reinserted but the his bundle potential was still not able to be recorded. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.